Event description:
It was reported that there was a loss of efficacy (this was also described as ¿life¿ of efficacy). It was noted that there was an implantable neurostimulator (ins) and lead explant. The ins and lead were returned. The explant date of the ins was 2014 (B)(6). The device was not replaced. The device was used in the patient. The intended use of the device was treatment. There was no patient death or injury. The patient status after the device was removed was recovered without sequela. It was later reported by the manufacturer representative that ¿this¿ (an email from the manufacturer) was the notification of this event. The manufacturer representative knew that there were no recent meetings with this patient. The manufacturer representative would need to investigate and respond at a later date. It was later reported that the manufacturer representative touched base with an individual at the doctor¿s office to read the last office note prior to the patient¿s removal surgery. The note stated, ¿despite multiple reprogramming sessions, the patient had not received relief of her symptoms and wished to purse removal and next steps.¿ the next steps would be further diagnostics such as MRI for the patient¿s pain. The manufacturer representative noted that they had no record of meeting with the patient for follow-up or reprogramming on the team calendar at all. It was noted that the patient was implanted (B)(6) ¿2014¿ and did not appear on the calendar with any reprogramming.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4). Analysis of the implantable neurostimulator (ins) found that there was no significant anomaly. It was noted that the ins was functionally okay with insignificant anomalies.